Event description:
It was reported that the pump alarmed, "button stuck. Release the button or disconnect the power. Pump stopped.". There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection identified no physical damage or anomalies. Functional testing confirmed that the keypad/keyboard was defective with sticking keys. Event history log and service history reviews identified no additional related issues. The complaint was confirmed. The probable cause was determined to be a defective keypad/keyboard with sticking keys. The keyboard will be replaced, and the device will undergo functional and delivery testing prior to return to the customer.